Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1943 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "had a issue with a wire in a PICC kit. Customer felt like the wire malfunctioned." Additional information received 12/23/2020: "femoral PICC placement line went from r femoral curled down into left and back on itself, noted on xray to have sherlock wire left approximately 3 cm in length in patient" "was there patient harm reported?: wire fragment, removed in ir same day."